Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2015-01657 as it refers to the same event but of a different device. Please also refer to manufacturer's report no. 3004209178-2015-83495 as it refers to the same event but of another different device.

Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. It was reported that the customer was treated by paramedics on december 8, 2014 to bring up her blood glucose levels. The customer was treated with glucagon. The customer reported multiple no delivery alarms from the insulin pump. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported constantly getting weak signal alerts from the insulin pump. The customer also reported that the sensor would always get stuck inside the serter for the insulin pump. No additional information was provided.